Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt called back stating that their handset and communicator was not working right because the handset said that when they are 'lying on their back', it said the therapy was off, but it isn't. Agent attempted to clarify the issue and had pt to access the my stim rc app to replicate the issue. Pt confirmed that they were able to access the my stim rc app showed group a, program 1 and therapy on. Pt stated when they do the adaptive stim and check position, it said 'status' off and position up right or sitting is supposedly on. Pt also mentioned that the message that they are getting when standing up or sitting was the 'power' was off and it supposedly on when standing up or sitting. Pt stated that they were able to turn it back on, but they are not feeling the stimulation. Agent reviewed information. Agent redirected pt to their hcp to set up an appointment with rep to further address the issue.

Event description:
Additional information was recieved from the patient. Patient's handwriting was difficult to read. Pt reported it does not show when they are changing program. Pt does not know the cause and does not know why it power off when they lay down. Pt turn power off to lie down. Pt stated it worked for a couple of days and then doing the same thing. Pt had to turn stimulation off. Pt have not contacted their rep yet.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient regarding an implantable neurostimulator. The reason for call was patient reported that they were not able to adjust their adaptive stim setting. Patient wanted to turn off the stimulation when they were lying down or sitting. Agent walked patient through accessing the adaptive stim, but patient were not able to change the positions on it. Agent reviewed the information and redirected the patient to hcp for further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.